Event description:
It was reported when using the bd preset¿, the device experienced clogged/ blocked cannula. The following information was provided by the initial reporter. The customer stated: syringes don´t draw blood. During use.

Manufacturer narrative:
A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Manufacturer narrative:
The following fields were updated due to additional information: d.9. Device available for eval?: yes. D.9. Returned to manufacturer on: 06-jun-2022. H.6. Investigation: bd received 1 sample for investigation. The sample was evaluated by functional testing, used to draw water, and the indicated failure mode for insufficient flow with the incident lot was not observed. Additionally, 10 retention samples from bd inventory were evaluated by functional testing, each drawn with water, and no issues were observed relating to insufficient flow as all samples met specifications. Based on a review of the device history record for the incident lot, all product specifications and requirements for lot release were met. There were no related quality issues during manufacturing of the product. This complaint is unable to be confirmed for the indicated failure mode insufficient blood flow. Bd was not able to identify a root cause for the indicated failure mode.

Event description:
It was reported when using the bd preset¿, the device experienced clogged/ blocked cannula. The following information was provided by the initial reporter. The customer stated: syringes don´t draw blood. During use.